Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). Patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was receiving gablofen, 2000 mcg/ml concentration at 800 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and post spinal cord injury. It was reported that half of medication was still in reservoir at last refill and the catheter was not patent with catheter access port check. Patient noticed increased muscle spasms. The environmental/external/patient factors that may have led or contributed to the issue was that pump had been flipping. The hcp accessed the catheter access port and was not able to pull back cerebrospinal fluid (csf). Catheter revision occurred on (B)(6) 2018 and catheter was replaced. At the time of this report, the issue had been resolved and patient status was alive-no injury. Catheter revision was due to catheter twisting from pump flipping. No further complications were reported.